Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the display was blank. The customer stated that they had high blood glucose around 400 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. Troubleshooting for blank display was done. The issue was resolved. The insulin pump will not be returned for analysis.